Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the event date? What is the procedure name? Can you identify the lot number of the device used? Is the product or representative sample (product from the same lot number) available for evaluation? The hole in the package was discovered before the use of the product. Other than the information already listed in the synergy form, there are no further details available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent and unknown procedure on an uknown date and suture was used. Before the suture was used on the patient, it was noticed that there was a hole in the package. There were no adverse patient consequences reported.